Manufacturer narrative:
Based on investigations of all currently available information, a correlation between the reported event and this medical device cannot be confirmed at this time, nor can a definitive root cause be identified. However, given that the use of this product cannot be entirely ruled out as a potential cause or contributing factor to the event, this report is submitted in accordance with relevant regulatory requirements.

Event description:
The manufacturer was notified on (B)(6) 2024 that a patient had undergone knee arthroplasty two years earlier. The patient later returned for follow-up due to pain, and x-ray images showed fractures of the screw and the metal portion of the insert. A revision surgery was subsequently performed.